Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Product was not returned for evaluation/repair. Photo sample shows ECG waveforms with green wave highlights. However, complaint investigation and root cause determination could not be completed without physical evaluation of the unit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported of a PICC catheter tip positioning inaccurate, waveform abnormal, suspected 3cg module signal source failure. No other information was provided, at this time. It was reported this event occurred 5 times. This report addresses all 5 events.